Event description:
It was reported that during an unk procedure the device did not work. No further info available. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
Date sent: 08/30/2007. The analysis results found that the device was returned in good visual condition. The device was tested and an error code 5 was displayed, the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. Each device is visually inspected and functionally tested during the mfg process. A design change has been implemented to address this issue and reduce the occurrence of the pinhole crack. The pin hole crack is due to high acoustic stress at the pin hole that contacts the insulated pin when torquing the instrument together and can create the crack. Additionally, the hand control buttons (max) were non-functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg. Process.